Manufacturer narrative:
Follow-up #1: date of submission 6/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings:.no defect was found. Unable to confirm line in display. Removed pump, no damage to display connector. No damage to display flex cable. Display connector latch is secure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.